Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that, as he was preparing to go to bed, he "smelled insulin." While visually inspecting his infusion site and infusion device, he noticed that the luer-lock of the infusion set tubing was not tightly secured to the adapter on his infusion device. He stated that the luer-lock had apparently "untightened" from the adapter. He stated that his blood glucose level had been affected by this situation. He reported a blood glucose value of 330 mg/dl. He reported his normal blood glucose value to be 140 mg/dl. He reported that he feels "dry and out of sorts" when his blood glucose level is elevated. He did not provide further description of the term, "dry." He stated that he tightened luer-lock of the same tubing onto the adapter. He then bolused insulin to decrease his blood glucose level. While in contact with a company rep, he mentioned that this situation had not occurred before. The company rep conveyed the importance of frequently inspecting the infusion device and infusion set. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.